Manufacturer narrative:
To date, the device has not returned for evaluation, the root cause could not be established. Additional reporting on this event will be provided as a follow up report if more information becomes available.

Event description:
It was reported that the tip of the primary guide assembly was break when the doctor try to compression the plate on the rib bone. There was a 15 minute delay reported with no adverse effects to the patient.